Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit corrosion at the devise distal end and detached adhesive bonding of the bending section sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion at the device distal tip could not be determined, however, it is likely the issue is the result of component failure due to insufficient device cleaning and or external factors. Additionally, a definitive root cause of the detached sheath bonding adhesive could not be determined, however, the issue was likely the result of repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.